Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 on auxiliary was causing the issue. A field service engineer (fse) found that position sensor was damaged. Further the fse replaced the controller board and position sensor then the station connected properly. After completing repairs and verifying all connections, the station was powered on successfully and fully tested, confirming that all components were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary followed a power outage, the station went offline and would not power on. Lights and fan activity were intermittent when accessed from the rear, but otherwise no signs of power were observed. Troubleshooting attempts, including power cycled, changed outlets, and checked drawers, were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.